Manufacturer narrative:
Complaint conclusion: customer service reported the patient had an optease filter implanted. Approximately 5 years post implantation, the patient had a computed tomography (CT) scan performed with results of the scan advising that there are multiple leads projecting outside of the vessel lumen. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalog code or other product information was supplied, a phr could not be completed. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter perforation of the vena cava wall.¿the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
Customer service reported the patient had an optease filter implanted. Approximately 5 years post implantation, the patient had a computed tomography (CT) scan performed with results of the scan advising that there are multiple leads projecting outside of the vessel lumen. The device will not be returned as it was implanted in the patient.